Event description:
A customer in the united states notified biomérieux of a misidentification associated with the vitek® 2 gp test kit. The customer reported that there was a discrepancy between what the vitek® 2 instrument gave and the expected identification from the cap survey, da2017, d-02. Vitek®2 identified the organism as strep agaolactiae (97%) and the expected result was strep group c. Repeat testing was conducted and the correct result obtained. There is no patient impact because this event involved a cap survey. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states had notified biomérieux of a misidentification associated with the vitek® 2 gp test kit when testing cap survey strain, da2017, d-02. Vitek 2 identified the organism as streptococcus agalactiae (97%), and the expected result was streptococcus group c. Repeat testing was conducted, and the correct result obtained. An internal biomérieux investigation was performed. The biomerieux internal lyophilized cap sample d-02 was reconstituted, and gp testing included individual organism suspensions on cards from two different lots, in duplicate. The api 20 strep kit was also tested. All four gp cards tested as well as the api 20 strep test kit resulted in excellent identifications of streptococcus dysgalactiae ssp equisimilis. Vitek 2 gp cards are performing as expected. Review of the streptococcus agalactiae data against the expected reactions for streptococcus dysgalactiae ssp equisimilis demonstrated one atypical negative reaction (appa) contributing to the misidentification.